Manufacturer narrative:
The morning qc was in control and the customer cleaned the cup and the stirrer after they started having problems. The problem resolved temporarily. A field service engineer (fse) was dispatched: the fse found a piece of a rubber stopper in the waste valve of the module and replaced the valve.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding incorrect creatinine (crem) results generated by the synchron lx I 725 clinical system. Upon repeat, lower crem results were obtained. Original and repeated patient results are shown. Crem results were not reported out of the lab. Patient treatment was not affected.